Event description:
A report was received that the patient experienced pain at the implant site. The patient was prescribed medication. This product is only ous approved but it is similar to an approved u.s. Device.

Manufacturer narrative:
Additional suspect medical device components involved: model: ons-2138-70, serial: (B) (4) & (B) (4), description: linear lead (phase iiia), 70cm. Model: ons-3138-55, serial: (B) (4) & (B) (4), description: lead extension, 55cm (phase iii). This is the final report. Product unavailable for analysis.